Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the expressew iii w/o hook device did not trigger for no apparent reason. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary: according to the information provided, it was reported that in two pliers, the needle was stuck and could not be removed, pliers could not be triggered. The third pair of pliers (lot 555351912205) did not trigger for no apparent reason. The device was received and evaluated. Upon visual inspection, it could be observed that the device has some marks of use as usual on these type of reusable devices. The device does not show any structural anomalies. The upper jaw is not bent or broken; however, when the trigger was fully depressed, the jaw cannot be closed completely. Due to the condition of the jaw, the functional test was not performed. A manufacturing record evaluation was performed for the finished device 555351912205 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the loose jaw can be attributed to procedural variables, such handling of the device or product interaction during procedure, a bigger portion of tissue may have been grabbed and forced the jaw to close, also, since this device is reusable, the continuous use and sterilization process can cause metal fatigue leading to a non-closing jaw, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.